Event description:
A physician reported a pt who was skin tested on 1/13/1998 and was treated on 3/13/1998 into the nasolabial, glabella and chin. On 6/12/1998, the pt developed erythematous thickening in the glabella and nasolabial lines. The physician prescribed novasane. On 6/26/1998, the areas were lumpy, erythematous and thickened in the glabella nasolabial lines. On 6/26/1998 and 7/17/1998, the physician prescribed intralesional kenacort a10. On 7/17/1998, the areas were settling. On 8/6/1998, the test site was reactive, and the nasolabial and glabella were still very red and thickened. The physician believed the symptoms were product related.